Manufacturer narrative:
Additional data.

Event description:
Additional information was provided.

Manufacturer narrative:
The device has not been returned for evaluation as it remains implanted. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the patient completed bone transport but subsequently presented with a broken intercalary screw. No additional information is available.